Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that while priming the pump, there was a constant stream of insulin instead of the usual drops. There was no indication that the pump alarmed for a priming issue. It was reported that the patient no longer felt comfortable using this pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/15/2013 with the following findings:a review of the pump¿s history showed a loss of prime associated with low non-zero force. During testing, the pump was able to rewind, load, and prime with no loss of prime. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no loss of prime. The force sensor was found to be in calibration. The pump cover was opened and no internal defect was found.